Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the ethicon screen displayed a message indicating high pressure between the ultrasound knife blades. The customer reactivated the instrument to continue. They took the instrument out, cleaned the blades, reactivated it and then put it back the surgical field, but the instrument did not work. The generator displayed to replace the instrument. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the customer reported complaint of ethicon ultrasound knife generator displayed, high pressure between the ultrasound knife blades, reactivated the instrument to continue. They took the instrument out, cleaned the blades and reactivated it, then put it back the surgical field, but it doesnt work. Its displays to change a new one to continue. For clarification, the insert was found with surface damage to the curved blade. Scratch or abrasive marks were found on the tip of the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling or misuse. Failure analysis found the primary failure of a blades- scratch or abrasive mark to be related to the customer reported complaint. Additional observation not reported was that the insert was found with teflon pad damage. Missing material, approximately 0.07¿ x 0.04¿, was not returned back. The known common cause of this failure is mishandling and/or misuse. Failure analysis found the additional failure of teflon pad damage to not be related to the customer reported complaint.